Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the right ventricle leadless pacemaker the patient's blood pressure dropped. An echocardiogram revealed a cardiac tamponade. The device was retrieved and its helix was observed to have extended. After performing pericardiocentesis to drain the tamponade a second attempt to implant a new device with the same delivery catheter was made. However, once again, blood accumulated within the heart and the patient went into cardiac arrest. The device implant was then abandoned. The patient underwent open chest surgery and medication was provided. The patient was in unstable condition.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a catheter was returned in one piece without a device attached. Visual examination of the catheter found both bullets were noted inside the distal cap. X-ray examination found bent hypo tube adjacent to handle. Offset coils were noted at distal region of the torque coil consistent with procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.